Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery and external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the firs inflation at 10 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.